Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the computer. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system software was slowly booting. There was no patient present when this issue was identified. It was later reported that the navigation system was unresponsive and slow when working through the software. Additionally it was reported that the mouse would intermittently operate and would freeze in place. The mouse was reseated, which would temporarily restore functionality but the issue would recur. It was noted that the system had about 64% of free space left.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.